Event description:
It was reported to tyco healthcare/kendall in 2002 that a customer had sustained a clean needlestick. The customer stated that syringes without caps on the needles were received and that a nurse had stuck self while opening the tray.